Event description:
During preparation for cardiopulmonary bypass, when powered on, the device operated on battery power instead of ac power as expected. There was no reported adverse consequence to the patient as a result of this event.